Event description:
Subsequent to the previously filed report, additional information was received that the first 3.25x38 mm xience sierra stent was deployed through a guideliner over the s'port guide wire in the distal right coronary artery (rca). A second, same size xience sierra was intended to be placed in the mid rca, but the stent delivery system (sds) became stuck on the guide wire. The sds was unable to advance and was also unable to be removed from the guide wire. The guide wire and sds were removed together. There was no additional information provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position and difficulty to remove could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The s'port guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that the 3.25x38 mm xience sierra stent delivery system (sds) was advanced over a 300 cm s'port guide wire but the sds got stuck prior to exiting the guideliner. The sds was unable to be removed from the guide wire, so both were removed together. Another s'port wire was advanced to the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.